Event description:
The customer reported to olympus, the light source displays a b30 scope communication error on the monitor screen and shows red dots. The issue occurs when a number of different scopes are inserted into the unit. The issue was found during preparation for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the b30 error was not confirmed. The evaluation found the non-olympus lamp life meter was reading under 50 hours, light intensity output measured out of range. Additionally, there was a worn-out socket slider switch caused intermittent use of high intensity mode and corrosion inside scope socket tubing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.